Event description:
The customer stated that, when she opened a new carton of test strips, the bottle of test strips was open. The customer did not allege any adverse events. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab performed control tests on the returned test strips and found them to read an average of 117 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent. The complaint was not made a potential MDR until qa evaluated the returned product, so it will be submitted past the 30 day window.